Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's display screen. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device's lcd display screen was blank. The device's lcd display screen was replaced to address the issue. The device had physical damage consistent with the device being dropped.